Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for critical pump error. It was reported that the pump had unresponsive buttons and audio beep anomaly. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error open book image alarm noted. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. All buttons are responding properly. No damage or moisture damage was found on keypad assembly and no unlocked j1 printed circuit board keypad connector noted during our visual inspection. The insulin pump was programmed with a test guardian 2 link sensor and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed calibrate now message properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph. No unexpected lost sensor alarm or audio beeping anomaly noted during our testing. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.